Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Arjohuntleigh received a complaint where it was indicated that stitching inside of the loops became loose. No injuries have been reported by the customer. When reviewing similar reportable events, we have found a number of cases with similar fault description (loop stitching inside loop failed). The trend observed for reportable complaints with this failure mode is currently considered to be low and stable. It cannot be established that the toilet sling was being used for patient handling at the time of the event. From the information received it is unknown that the sling was being used for treatment or diagnosis of the patient when the failure of the stitching inside loop was found. During our investigation the sling was found with loop stitching inside loop failed and was found to not have been to specification. Tests carried out during the development of the sling, and in current production on every sling manufactured, would indicate the stitching of the loops meets the OEM specification. A proper inspection of the sling should have detected the failure of the sling, especially since one of attachments points of the yellow loop were broken. Therefore, the sling showing signs of unstitching, should be withdrawn and replaced. Our reports confirm that the sling is not likely to fail during the intended, correct use as described in the instructions for use (IFU), but that a failure can occur during a use error. We find this complaint to be reportable to the competent authorities.